Event description:
It was reported that the right atrial lead had a loss of capture and inconsistent threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed; analysis revealed no anomalies. There was blood on the distal electrode and on the proximal conductor (not obstructed.) The proximal and distal conductors were kinked/buckled and there was a breached cut on the outer insulation. Apparent explant damage was noted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.